Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a gap of adhesive on the distal end that caused a stain inside the lens through the gap and there was a gap between the acoustic lens and the ultrasound probe. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned, and the evaluation found the elevator channel plug was loose, water could not be supplied due to deformation of elevator channel plug, water tightness was lost due to deformation of scope connector, the sheet holder unit had corrosion due to water leakage, the acoustic lens was damaged (the damage level did not reach to the glue-layer), adhesive on the distal sheath was detached and the bending angle in the up direction did not meet the standard value, due to wear of angle wire. Should additional relevant information become available, a supplemental report will be submitted.